Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings a button error on the insulin pump. The customer's blood glucose was 463 mg/dl. The customer was treated at the emergency room with IV injection. The customer stated that she has issues with priming the pump. The customer stated that it gets to the point where she has to hit escape after seeing drops come out of the pump. The customer stated that the pump will not advance to the screen asking if she see drops. The customer also mentioned a black filled in circle. The customer stated that she could not get the pump to where it needs to deliver insulin. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement tests. The pump was received with intermittent esc, act, up arrow and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector noted. The pump also had minor scratches on the lcd window.